Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after surgery the patient have experienced very little corneal guttata on both sides. Patient also had symptoms like sees as if through a shadow (gf unremarkable), cannot read the teletext and the light was perceived as very bright, sensitive to glare. Macula and optic nerve unremarkable. Additionally, patient had a intraocular lens (iol) post-rotation and the lens remains in the patient eye. Additional information has been requested. There are two medical reports associated with this patient. This file belongs to right eye.